Event description:
It was reported the patient was experiencing right arm pain and weakness extending down to the right leg following the scs system implant procedure. A CT scan was taken following the procedure, and no hematoma was found. There was no indication of damage done to the dura at any level. Per the physician's instructions the stimulation therapy was not turned on until the symptoms resolve. Follow up information received identified the physician decided to remove the patient's entire scs system. Follow up information received identified the patient's motor/sensory deficits had improved.